Manufacturer narrative:
(B) (4): results - product performance engineering could not determine a conclusive root cause for the dislodged stent. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was not returned. The stent implant was dislodged from the sds and returned on the stylet inside the protective sheath. There were two flared struts on the first row of the stent implant. There was no other damage noted to the stent implant. A snap gauge was used to measure the outer diameters of the stent implant. The outer diameter measurements met manufacturing criteria. The distal outer diameter measurement was measured proximal to the damage noted. Pin gauges were used to measure the inner diameter of the protective sheath. Product performance engineering reviewed the incident information. It should be noted that all stent delivery systems are 100% visually inspected online for stent placement/security, stent damage and dimensionally inspected to verify the crimped stent outer diameters. The stent dislodgement was not noticed until the sds was about to be loaded onto the guide wire. The IFU states: "prior to use, carefully remove the system from the package and inspect for bends, kinks, and other damage. After removing mandrel, remove the protective sheath carefully with holding its distal end. Verify that the stent does not extend beyond the radiopaque balloon markers, do not use if any defects are noted." The stent implant was returned on the stylet inside the protective sheath. The flare strut noted opened outward and was located in the first row at the distal end of the stent. It's possible that this was either related to the dislodgement or was caused during handling after the procedure. It cannot be determined whether a flared strut existed as manufactured and caught the sheath causing the dislodgement, or if some feature of the sheath caught the strut and bent it leading to the dislodgement. The protective sheath inner sheath diameter and stent outer diameters (proximal to the damage) were found to be within manufacturing criteria. Factors other than manufacturing causes that can affect stent dislodgement outside the body include, but are not limited to, positive pressure during prep, negative pressure during sheath removal, or forced sheath removal. Based on the incident information and results of the analysis of the returned parts, a conclusive cause for the reported complaint cannot be determined. However, there is no indication that materials or workmanship caused/contributed to the dislodgement. A review of the lot history record did not indicate any non-conforming material reports. All quality parameters were within specification on the lot release test samples. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: dislodged stent has caused or contributed to patient injury previously. Device issue: dislodged stent. It was reported that during preparation, the stent had dislodged when removing the protective sheath and attempting to deliver the guide wire. The stent was found in the protective sheath. There was no patient involvement. No additional event or patient information is available.